Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction; attach one-way valve, vacuum the balloon inside of the tray and remove the balloon straightly with grasping it closely and removing it from the tray. Shortly after the iab was prepped and removed from the tray, the md attempted to insert the iab into the sheath which had been already inserted in the patient's left femoral artery. However, the balloon catheter became unwrapped at the entrance of the sheath, so they opened another 30cc balloon tray and the insertion could be successfully completed. There was no reported patient complication or injury.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.